Event description:
A healthcare professional reported a right side intracapsular rupture diagnosed vie MRI. MRI additionally noted "multiple diffusely dispersed inset cysts." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "large linguine sign in the right breast prosthesis indicating intracapsular rupture."

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Observed rupture on the device. Observed red biological tissue.

Event description:
A healthcare professional reported a right side intracapsular rupture diagnosed vie MRI. MRI additionally noted "multiple diffusely dispersed inset cysts." The device has been explanted.